Manufacturer narrative:
There was no unexpected compromised force sensor system alarms noted during testing. The pump passed self-test, off no power test, unexpected restart error test, displacement test, and rewind test. The operating currents were in spec. The motor error alarmed during basic occlusion test and unable to prime during prime test due to loose and or protruded drive support disk noted. There were minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and cracked lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm on their insulin pump. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.